Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during proximal tibial drilling, the mis-drill was occurred and the drill tip became stuck in the hole. The drill was continued to be rotated while stuck, resulting in damage to the tip."